Event description:
The customer reported that the system exhibited an error and failed to power up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The surge processor pcb was evaluated and identified as requiring replacement. No conclusion can be drawn as further repair info is unavailable at this time and no add'l service info was provided.